Manufacturer narrative:
Although good faith efforts have been attempted to retrieve the device, the device was not returned by the customer and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
An internal review of intra-aortic balloon (iab) complaints has determined that the following adverse event reported on MDR 2248146-2016-00060 also involved the iab catheter in this event which was not previously reported on MDR. As a result, this case is being reopened and reported now. On (B)(6) 2016 during therapy there was a "gas loss in circuit" generated. At that time no blood was found, there was an auto fill and then the alarm. Upon inspection the helium line and catheter were determined to have blood. The catheter was clamped to prevent the back flow of blood. A second catheter was going to be used for replacement, but was found to be torn. A third catheter was inserted successfully however the "gas loss in circuit" alarm was regenerated and blood was found in catheter and helium line. The line was removed and decided not to be replaced by the physician. The patient expired an hour after removal of the iab.